Event description:
The physician introduced the navistar thermocool catheter via femoral artery. When the tip of catheter was near the aortic valve the doctor observed that near the introducer were blue particles. After that, the physician took off the catheter and he observed that these blue particles were the polyurethane of the catheter and in some parts of the catheter he could observe the braiding cables inside the catheter. The catheter was less than 3 minutes inside the patient. And after that the physician decided to stop the procedure and see the evolution of the patient. There was no patient injury observed. The procedure was vt case in left ventricle. The catheter was not introduced in left ventricle yet. The case was cancelled mainly for the product issue and because the difficulty to access to left ventricle. The patient was in observation 24h. The physician decided to cancel the case and rescheduled it to perform a transseptal access. The physician does not consider cancelling the procedure caused a potential risk to this patient.

Manufacturer narrative:
Additional information from customer(affiliate): the catheter was stored without the box but inside the plastic. The catheter was located in a place in front of a window where there were curtains to protect it against the sun and no temperature control. (B)(4).

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that the braiding wires were exposed. The blue plastic was brittle and lost its elastic ability. After further investigation it was found that the damage of the blue plastic material was probably caused by excessive heat. Which could be correlated with the information provided by the bw representative in regards to the catheter was stored outside the box, in front of a window, and without temperature control in the room. The IFU recommends that the device should be stored in a cool and dry place, the temperature recommended is 5 and 25 c. The bwi representative has confirmed that the hospital has solved the storage issue. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Based on this investigation, the root cause does not appear to be manufacturing related.